Event description:
It was reported that when using the bd pyxis¿ medstation¿ es,nursing staff reported that when retrieving a medication from one pyxis, the medication was typically removed or grayed out from the accessible list on other pyxis units to prevent duplicate retrieval. However, a nurse stated that she inadvertently retrieved the same scheduled nightly seroquel dose twice-first from pyxis #2 and then again from pyxis #1 within one minute. The system did not restrict the second retrieval as expected. The duplication was identified during bedside scanning, and the extra medication was subsequently returned. Ads dispense events confirmed that both transactions occurred within one minute. Additional nursing staff reported observing similar behavior over the past couple of weeks. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue related to ad dispensing. A technical support specialist (tss) confirmed that the medication quetiapine 25 mg tablet functioned as designed. It could be removed multiple times at different stations before the expiry time because it was classified as an unscheduled medication. These settings were available on the server under "edit medication." Based on investigation, this behavior appeared to occur because the medication was assigned with a frequency of everyday at bedtime (qhs). This allowed the medication to be removed multiple times from different devices within the same unit, starting from the scheduled order time of 10:00 pm. The qhs frequency, as defined in the order, did not specify a single administration time or a "once-only" instruction, nor was it structured as an interval-based schedule (e.g., every 2 or 4 hours). Therefore, the system permitted user to dispense the medication as needed. Additionally, when the medication was removed from a second device, a "last removal" message was expected to appear under the order. This problem was related to the qhs frequency. The technical support specialist closed the case.